Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During evaluation it was visually confirmed that the handpiece started when power was applied without the trigger being pulled. The e-box, which controls the electronics of the device, was found to have a trigger hall failure. Based on a review of risk documentation, a trigger hall failure can cause unintended activation.